Manufacturer narrative:
Date rec'd by MFR: 30aug2019. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance were out of spec. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 20jun2019. Date of this report:23jul2019. The field service engineer confirmed that the device would not calibrate properly. The field service engineer replaced the touch screen. The unit was determined to be ready for clinical use following the repairs. The device was not in clinical use. There was a relationship between the reported problem and the unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/05/2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported a touch screen failure. The unit was not in patient use at the time of the event, and no patient was involved.